Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer had failed and was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that drawer had failed and was not detected on the bus. A field service engineer (fse) reseated the cables on the back boards of the affected cubie drawer. On the hardware test application, the fse released all cubies and cleaned the cubie trays to remove hair and medication residues. A final test was run on the hardware test application, which passed successfully. The user was able to recover the drawer and complete the inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a grid, imdrf annex g grid, imdrf annex c grid a supplemental MDR was submitted to reflect the correct imdrf annex a grid, imdrf annex g grid, imdrf annex c grid.